Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated with midazolam, the patient underwent a transesophageal echocardiography (tee) study to perform a 3d tee evaluation of a mitralclip procedure. During the procedure while the physician was connecting the probe and introducing it into the patient, the transducer generated a usacquisition (B)(6) temperature control error. The ultrasound system was rebooted but it did not solve the issue. The transducer was removed and a conventional 2d tee transducer was reinserted into the patient to repeat and complete the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for an acquisition 31 temperature control error. The transducer was returned, and an investigation was performed. Engineers were able to reproduce the acquisition 31 error. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. Complaint reference #: (B)(4).